Event description:
It was reported that the radio frequency head for the programmer had telemetry failure. The head was returned for service. It was indicated on the return paperwork that there were no patient complications reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary (B)(4): the radio frequency head was returned and analysis did confirm the customer comment that there was no telemetry. The cable was found to be out of specification.